Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, altered gait, tenderness, and a loss of range of motion. It is further alleged that fluid, damage to the capsular fibers, and debris from adverse local tissue reaction were noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, altered gait, tenderness, and a loss of range of motion. It is further alleged that fluid, damage to the capsular fibers, and debris from adverse local tissue reaction were noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient revision operative (op) notes reports patient was revised due to pain, limp, and adverse local tissue reaction secondary to metal-on-metal debris. Revision op report notes capsule was intact but bulging with fluid causing damage to thick capsular fibers as well as presence of amorphous debris from adverse local tissue reaction. In addition, op report notes gluteus minimus damage with amorphous scar tissue, loose debris, and black staining on the trunnion. The aspirated fluid from the capsule was clear yellow in appearance. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.